Manufacturer narrative:
The event date was approximated to (B)(6) 2018, as the patient experienced kidney and bladder blood clots on (B)(6) 2018 and no specific event date was provided. The implant date was approximated to (B)(6) 2016, since it was reported that the procedure was performed in between 2016 or 2017 and no specific implant date was provided. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. This was reported by the patient. The device implantation was performed at (B)(6) healthcare, (B)(6). . (B)(4). The complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage sling was implanted during a transvaginal urethral sling procedure performed in 2016 or 2017. According to the complainant, on (B)(6) 2018, the patient experienced kidney and bladder blood clots. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.